Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt rear therapy electrodes (te) were severed from the belt. The root cause for the severed therapy electrodes was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that a patient's was receiving "add gel/replace belt" messages.